Event description:
The customer reported approximately one milliliter of fluid leaked from the manual probe and onto the counter and floor involving the coulter® hmx hematology analyzer with autoloader. The customer stated the fluid consisted of diluent and control. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat and cleaned up the fluid per the laboratory protocol. The customer did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not generated or impacted. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) observed fluid leaked at the secondary mode probe rinse block. The fse noticed the rinse block was misaligned and was not descending all the way down to the probe tip due to the slide mechanism being obstructed at the air port. The fse realigned the rinse block and resolved the issue. The repairs were verified per the established procedures. The instrument conformed to the manufacturer's published performance specifications. Beckman coulter internal identifier for this report is (B)(4).